Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. This complaint is an ancillary service event. The cause was unable to be determined. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (b)(62 14 at 20:00:37. During night drain cycle five, the patient's ultrafiltration reading was 1364ml, indicating the home patient (hp) drained 1364ml more than their maximum programmed fill volume of 2000ml. No additional information is available.